Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a nc emerge mr balloon catheter. The balloon was loosely folded and filled with contrast. The contrast in the device was solid, so the device was soaked in a warm water bath for 3 days. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection found no damage or defect to the device. After a water bath soak, the device was attached to an inflation device and was inflated to rated burst pressure. The device inflated easily and held pressure for 5 minutes without leaking.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon was torn during procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the balloon ruptured during first inflation.

Manufacturer narrative:
Updated b5 describe event or problem.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon was torn during procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the balloon ruptured during first inflation.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon was torn during procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.